Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 intraocular lens (iol) was defective while inserting into the eye. It was noted that there was also incision enlargement. No other information was available.

Manufacturer narrative:
Additional information: device evaluation: the returned sample was received. The complaint product was not received in its original packaging. The wheel case inserts, and cartridge were in the box; however, no lens was inside the package. Visual inspection revealed that there was no lubricant material residues observed in the cartridge. Stress marks can be observed at the cartridge tip which is typically caused by the pass of the iol through the cartridge. No lens was received for evaluation; therefore, the reported issues could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).